Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during use the image intermittently drops and a blue screen displaying a "loading..." Message appears. As a result, images captured during the procedure are lost". Cross reference MDR 9610617-2026-1265.